Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cath-gard contamination shield (sa-09847) exhibited frequent saline leakage. On (B)(6) 2026, the patient required three separate insertions of the temporary transvenous pacing (tvp) catheter and cath-gard contamination shield due to repeated leaking and contamination concerns. Additional information indicated that the 6f percutaneous introducer sheath utilized was a teleflex device (ak-09601), while the 5f bipolar pacing catheter was manufactured by a non-teleflex company. The user facility reported that the cath-gard contamination shield was properly secured and locked during use. There was no reported damage to the pacing catheter associated with this event. The cath-gard contamination shield was initially placed on (B)(6) 2026 and remained in use until (B)(6) 2026, at which time it was removed. The patient was subsequently transferred to another facility for placement of a permanent pacemaker. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's current condition was reported as "fine." Associated mdrs: 9680794-2026-00486 (attempt #1), and 9680794-2026-00500 (attempt #3).